Manufacturer narrative:
The initial regulatory report was submitted under remediation e2017032. Device evaluation: the o2 sensor cable and control board was returned for further product analysis. The oxygen sensor cable was received. The customer complaint of fio2 calibration failed was verified and duplicated. The sensor cable was put in a test vent unit. The unit did not recognized the fio2 and the calibration could not be performed. Visual inspection revealed that the connector of the cable had broken wire connections, which was the root cause of the unit not recognizing the fio2. The control board was received and a different symptom was observed for this subassembly. After a visual inspection of the board, several instances of physical damage were observed. The terminals of capacitor c25 were partially dislodged from the capacitor body. The plastic component of both the j26 and j42 connectors were broken. Additionally a portion of the main control board was grazed. The root cause of the observed symptom was misuse/handling.

Event description:
It was reported that the ht70 ventilator fraction of inspired oxygen (fio2) calibration failed. There was no patient involvement.